Manufacturer narrative:
Investigation findings: this footswitch was received for evaluation and was tested with the console and handpiece in use at the time of this event. An eval of the footswitch found that it has potential to activate the handpiece when the footswitch cable is connected to the console. During testing, the handpiece was noted to run slowly on its own only during connection of the footswitch cable to the console.

Event description:
It was reported that during use of a shaver handpiece the console displayed the error message, "cannot ID handpiece". The user reported that replacing the shaver blade did not rectify this problem. In addition, the shaver handpiece would intermittently start up by itself without pressing the on button or foot pedal. This procedure was completed with a thirty minute delay. No injury was associated with this event.